Manufacturer narrative:
Block e1 (initial reporter city): (B)(6). Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the distal pierced hole was torn. This condition displaced the cutting wire and affected the device ability to bow in a clinical setting and could be perceived by the customer as cutting wire break. The complaint was not consistent with the reported event of cutting wire broke. The device received was found with distal pierce hole torn which is evidence of that cutting wire anchor slipped causing the catheter to tear. Based on this information, there is no evidence of a manufacturing issue related. This type of damage is associated with a known design limitation of the device generated by mechanical tear when the cutting wire/anchor is tearing through distal pierce hole and continuing down through the ptfe catheter. Therefore, the most probable cause for this complaint will be assigned as design inadequate for purpose, since the problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. There is an open investigation to address this issue. A DHR (device history record) review was performed and no anomalies were observed. It was confirmed that the device met all manufacturing specifications.

Event description:
Note: this report pertains to the first of four dreamtome rx 44 devices used during the same procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during spincterotomy procedure perfomed on (B)(6), 2019. According to the complainant, during the procedure, the cutting wire broke. A second dreamtome was used; however, the cutting wire also broke. A third and fourth dreamtome was used; however, the cutting wire was also broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another dreatome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of four dreamtome rx 44 devices used during the same procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during spincterotomy procedure "perfomed" on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire broke. A second dreamtome was used; however, the cutting wire also broke. A third and fourth dreamtome was used; however, the cutting wire was also broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another dreatome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.